Event description:
The zmr stem was implanted approximately 5 years ago. The stem was found fractured at the junction and revision was performed. There was no proximal bone and the proximal part removed easily, but the distal stem was well-fixed.

Manufacturer narrative:
This report will be amended when our investigation is completed.